Manufacturer narrative:
The field service engineer (fse) replaced the reagents and the sample probes. The customer ran calibration, qc, and precision that were acceptable. The investigation determined that the calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 3 patients tested on a cobas integra 400 plus. The customer provided data for 1 of the patients. The initial na result was 121.79 mmol/l and was reported outside of the laboratory. The repeat na result was 128.5 mmol/l and was deemed to be correct. There was no adverse event. The na electrode lot number was 21585047 with an expiration date of 20-sep-2019.